Event description:
During the night shift, two nurses, while doing rounds, found a patient had expired, and observed a spo2 reading on the bedside monitor. They stated that they observed a plethys wave form and the o2 saturation at 100%.